Manufacturer narrative:
Corrected data: device available for evaluation, device evaluated by manufacturer, additional manufacturer narrative. Additional information: suspect products, reporter name and address, type of report: follow up, type of report: follow up,if follow-up, what type?: additional information/correction, event problem and evaluation codes. The customer reports that the central nurse's station (cns) is in complete communication loss. Both the switch and the cns were rebooted. Network cables were checked and replaced. The customer verified that the network cable was plugged into port 0 on the cns. The troubleshooting did not resolve the issue. Customer states he used to see two little green lights on the port where the cable is plugged into but now those don't show up. Many attempts have been made to the customer to see if he would like to send the unit in for repair. No response has been received.

Manufacturer narrative:
The customer reports that the cns (central nurses station) is in complete communication loss. Both the switch and the cns were rebooted. Network cables were checked and replaced. The customer verified that the network cable was plugged into port 0 on the cns. The troubleshooting did not resolve the issue. Customer states, he use to see two little green lights on the port where the cable is plugged into but now those don't show up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central nurses station) is in complete communication loss.